Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damaged. Only the anvil half washer was present and there were no staples present. In addition, the anvil was received bent and the knife was note to be damaged. The device was tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition on the knife is consistent with the device been fired over existing staples. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy that the device ¿mis-fired¿. The anvil was placed in the patient, then outside of the patient the third-year resident removed the safety and fired the device prior to inserting into the patient and connecting to the anvil to perform a ¿force to fire¿ test and the staples ¿fell out¿. A cdh29 was then opened and the anvil from the ecs29a was used to form the anastomosis. The donuts were intact and looked good. A leak test was performed, and a leak was detected but staff was unable to identify the location of the leak. Staff then pulled another cdh29 and resected the area where the anastomosis was created lowered the colon a little more and fired the cdh29 creating a new anastomosis. The donuts were intact and looked good. A leak check was done, and no leaks were detected. There were no adverse consequences for the patient. The surgeon and the sales rep looked at the specimen from the initial firing and it was the surgeon¿s conclusion for the reason of the leak was a poorly formed purse string, more specifically there was what appeared to be a 3mm gap in the purse string that created the leak.